Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an endoscopy procedure performed on (B)(6) 2009 (age unknown, however, reported over 18 years old). According to the complainant, after one successful biopsy, the forceps were passed down the scope a second time, when it was noticed that it would not open and close properly. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an endoscopy procedure performed on (B)(6) 2009 (age unknown however reported (B)(6) old; gender and weight unknown). According to the complainant, after one successful biopsy, the forceps was passed down the scope a second time, when it was noticed that it would not open and close properly. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4) other (won't close/open). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the device presented a pull wire cut at the z bend. A functional test could not be performed due to the returned condition of the device. The broken pull wire was sent for external analysis and no material anomalies were noted. However, the pull wire had shown evidence of being cut and no evidence of a fracture was found. The condition of the returned device was confirmed since the returned device presented a cut pull wire. Therefore, based on all gathered information the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).